Event description:
Customer reported that the needle pulled off the suture while suturing during an unspecified surgical procedure. There are no reported adverse consequences to the patient related to this event.